Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient booked in for revision knee surgery (tibial insert swap and patella resurfacing). Surgeon reported that patient¿s right knee was ¿loose¿. During the revision surgery, the tibial insert was explanted, and severe deterioration of the posterolateral surface of the tibial insert was noted.